Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from the sensor pod and fell on the floor. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).